Event description:
Information was received from a healthcare provider regarding a patient implanted for spinal pain. It was reported that the patient had an MRI due to pain from a fall they had. The patient told the healthcare provider that their stimulation was off before the MRI. However, when the emergency room doctor contacted patient services to assist them with syncing to the implantable neurostimulator (ins), it was noted that the ins was still on. The patient was in the MRI for about 3-4 minutes, and then stopped because they were feeling a throbbing and burning at the ins site. At the time of the report, it was noted that the patient was no longer feeling any throbbing or burning. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.